Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear 2mm proximal to the proximal edge of the proximal markerband and it extended 35mm distally along the balloon. No damage observed with the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified external iliac artery (eia). After a guide wire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient. Dilatation was completed with another of the same device followed by the implantation of a stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Corrected. Device evaluated by MFR.: a large build-up of blood was visible inside the balloon. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear. The tear stretched from the proximal markerband and it extended 15mm distally along the balloon. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified external iliac artery (eia). After a guide wire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient. Dilatation was completed with another of the same device followed by the implantation of a stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified external iliac artery (eia). After a guide wire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient. Dilatation was completed with another of the same device followed by the implantation of a stent and the procedure was completed. No patient complications were reported and the patient's status was good.